Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer said that the hard plastic strip on the bottom of the device is separating from the device and wanted to know if it was supposed to do this and if not, what type of adhesive can he use to reattach it.